Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the broken force sensor error was reported. Customer reported that they had critical pump error. No harm requiring medical intervention was noted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error, pump error 37, and pump error 35 alarms noted during testing. No damage on electronic assemblies noted. Motor was tested outside device and passed. (B)(4).